Manufacturer narrative:
Internal file number - (B)(4). The other supera stent noted in b5 and d11 is filed under another MFR report #.

Event description:
Subsequent to the previous medwatch reports, additional information was received, indicating that two supera stents were implanted in the superficial femoral artery. The stents were implanted overlapping. Occlusion was noted in both stents. The occlusion was treated with balloon angioplasty. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Date of implant - estimated. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unspecified date in 2016, the patient underwent a peripheral procedure, treating a target lesion in the superficial femoral artery with a supera stent. Approximately 6 months post procedure, stent occlusion was noted and balloon angioplasty was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI number-the unique device identifier (UDI) could not be determined as the part and lot number was not provided and the device was not returned. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the supera instructions for use as a known patient effect associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.